Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their system was not working and they needed to get it up and running as fast as they could because they could tell the stimulator was "tripping" in their body. The patient further clarified by "tripping" they meant that therapy had been helping their symptoms by 50% or greater up until yesterday ((B)(6) 2024) when the patient stated it started "whacking out", that they could feel the stimulation in the bike-seat, every pulse and also at the ins site in their back, they stated they could really feel it "vibrating." Patient stated they'd had it at 6.6 ma on program 6 and commented how they didn't feel the stimulation as well on program 6 as other programs. Patient stated they also started having to urinate real bad. Patient stated it was constantly and the urges were still there real bad so they charged everything up external device-wise and had wanted to try to make a change to their therapy settings but they kept seeing "put the device over the connection." Patient stated this was the first time it had acted really bad for them and they were going to throw it out the window. Patient services walked the patient through connecting to their settings. The therapy was on. Patient opted to switch back to program 4 because they'd felt the stimulation "nice and strong" on program 4. Patient switched to program 4 and increased the stimulation to 4.0 ma, where they could feel it comfortably in their bike seat region. Patient services reviewed therapy expectations and programming considerations and stimulation considerations as well as considerations for battery longevity considerations and redirected the patient to follow up with their managing health care provider about their symptom concerns if they continued to experience them. Patient to monitor their symptoms and stated they would reach out to their health care provider (hcp) if they had further concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.